Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 319, 271 and 120mg/dl. Tests were done within 1 min. Pt used different finger sticks. Pt did not report any adverse events. No further info has been reported.